Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the single use aspiration needle plastic sheath surrounding the puncture needle had been damaged, leaving a piece of sheath protruding from the side. The issue occurred during an unspecified procedure. The intended procedure was completed with another similar device. There was an unknown time delay in treatment and also longer operating time. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event occurred due to the needle breaking through the sheath. The following mechanisms may have caused the needle tube to penetrate the sheath: a bending force was applied to the distal end of the sheath after it was taken out from the tray causing it to bend. The needle tube was extended while the distal end of the sheath was being bent. Therefore, the distal end of the sheath was caught in the coil. The needle tube was extended in state of above description, and the needle broke through the coil and the sheath. As a result, the needle extended from the sheath. It is probable that the stylet could not be returned to its original position due to the increased sliding resistance of the stylet due to the buckling of the needle tube. The event can be detected and prevented by handling the device in accordance with the following instructions for use: take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet. Do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. Turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. If you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope. Do not round the insertion tube smaller than 15 cm in diameter. The aspiration biopsy needle may break. Olympus will continue to monitor field performance for this device.